Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy and presented to the emergency department. The shocks were due to possible atrial fibrillation (af) with rapid ventricular response. The patient was then transferred to an intensive care unit (ICU). The implantable cardioverter defibrillator (ICD)&#1157; remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient received inappropriate therapy due to detection of questionable supra ventricular tachycardia (svt).